Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep removed and replaced the ccd camera. The system operates as intended.

Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.